Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customers blood glucose level was impacted (357 mg/dl). The customer took a correction bolus via the pump to stabilize blood glucose level. The customer reloaded the same cartridge and the issue was resolved.